Manufacturer narrative:
No product was received and the fractured portion of the device remains in situ. No radiographs could be provided confirming alleged incident. The patients post op activity levels or whether they experience a fall or other post op accident could not be information provided suggests the screws fractured as result of excessive load pressure or device wear as load bearing and the patient¿s activity level over time can dictate the longevity of the implant. No additional investigation can be completed. Label review "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Bending, fracture or loosening of implant component(s)..." "... These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." Confirmed however the construct had been implanted for over 2 years and fusion was reported to have been confirmed. The root cause of the event cannot be confirmed but "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." Device remains in situ

Event description:
On (B)(6) 2021 a patient underwent a posterior fixation procedure from t12 to l4. The surgery was completed with no issues or adverse consequences to the patient. On a unknown date the patient had a follow up appointment where it was found the patient had fused as intended and a explanation procedure was scheduled for the implanted hardware. It was also discovered the implanted right l4 screw was fractured. On february 16th 2023 a explanation procedure occurred where all the previously implanted hardware was removed with the exception of the fractured portion of the screw which remains implanted in the vertebral body. At no point did the patient complain of any pain or experience any other adverse consequences as a result of the device failure.